Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The lv2 (low voltage 2)/proximal conductor was obstructed due to the coating of the stylet/guidewire and there was guidewire coating on the distal conductor of the lead and it was obstructed. The visual summary analysis of the lead indicated damage at implant. The analyst also noted: lead received with the guidewire was stuck in it. The competitor guidewire's hydrophilic coating adhered to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filar's became distorted when trying to pull the guidewire out of the lead. Using of competitor guidewire is not medtronic recommendation.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the stylet was blocked in the lead lumen. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.